Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen and it was making difficult to read. Customer also reported that pump rewind was slower and unexplained insulin flow blocked alerts not due to infusion site. No harm requiring medical intervention was reported. The insulin pump will not be return for further analysis.